Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep performed a cpu upgrade on system and still not booting. He tested power supplies and found all were within tolerance. He attempted replacing the display adaptor and cpu to see if loading was taking place or the cpu was bad. Still not booting. He replaced the hard drive, erased flash, set cmos, reloaded flash and cal files. The system is operating as intended.